Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator was unable to track the atrial activity fast enough due to inappropriate programming causing post-paced t wave oversensing. Programming changes were implemented. The patient was in stable condition.